Event description:
Revision surgery at 3 years and 3 months post primary due to tibial tray loosening. The surgery was completed successfully, fixed tibial cemented component and insert swapped.

Manufacturer narrative:
Batch review performed on 15 march 2023: lot 1904613: (B)(4) items manufactured and released on 21-june-2019. Expiration date: 2024-06-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.